Manufacturer narrative:
Continuation of medical devices: 500fa23 mechanical valve implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported infection occurred. The implantable pulse generator (ipg) system was explanted. Temporary pacing was utilized and the patient treated with antibiotics. The ipg system was replaced one week later with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.